Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was initially placed in 2008. During the procedure to remove the stent, the renal coil end folded on itself. The physician then sedated the pt and placed a scope to remove the stent. It was also reported that as the physician removed the stent, he believes a small stone or fragment had become caught at the coil which was reported as the reason the stent initially could not be removed. The stent and the stone/fragment were retrieved and the pt was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. A review of the device history record (DHR) revealed no related issues to this complaint. The march 2008 polaris w/o wire product family complaint trend report was reviewed; no unfavorable trend was noted. The most probable root cause is that during removal of the stent another object (stone/stone fragment) resulted in a more difficult retrieval procedure.